Manufacturer narrative:
Per good faith effort (gfe) response, it is confirmed that it was decided that the vent in question would be retired and pulled from service. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a customer inquiry regarding a v60 ventilator requesting updated service documentation and part identification for the universal stand mounting plate and central processing unit (cpu) tray cover due to damaged threads. The device was not in use at the time, and no patient impact was reported. The customer consulted with a remote service engineer (rse), who provided the requested service manual information and guidance on accessing current documentation through incenter. The rse also provided part identification for the required components. This investigation is ongoing.